Manufacturer narrative:
The following fields have been updated with corrected information: b5, d1, d3, d5, e3, h6. The following fields have been updated with additional information: h6 (annex b), h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-sep-2022 to 24- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error occurred, and database was bloated. A technical support specialist enabled the sql pipes to monitor the device from troubleshooting app to resolve the issue. The system was functional as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system displayed a fatal error message prior to a procedure. The customer reported that the procedure was likely a scheduled cardiac catheterization and they were able to retrieve the required medication from another room. The customer added that cath lab has two procedure rooms, and needed one room for the 24-hour period but the station was down, so there was no real delay in any patient care from this incident, but it would cause potential delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device needed reindexing but failed and bloated. A technical support specialist enabled the structured query language pipes to monitor the device from troubleshooting app. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a fatal error message during prior to a procedure. The customer reported that the procedure was likely a scheduled cardiac catheterization and they were able to retrieve the required medication from another room. The customer added that cath lab has two procedure rooms, and needed one room for the 24-hour period but the station was down, so there was no real delay in any patient care from this incident, but it would cause potential delay in patient care. There were no adverse events or injuries reported based on this incident.